Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device system was removed due to infection. The suspected organism was (B)(6). Further review of the manufacturer's database indicated that the patient is deceased and died (B)(6) after the system was removed. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received indicated the patient was admitted with fatigue and malaise and was initially treated for a community acquired pneumonia and became severely septic. Two weeks prior to admission, the patient had completed an eight week course of intravenous vancomycin. A transesophageal echocardiogram demonstrated a small vegetation on the atrial lead. The hospital course was complicated by acute hypoxic respiratory failure. The patient self-extubated and decided to be a do not resuscitate/do not intubate. After a consult with palliative care, the patient was placed on comfort care. The patient died secondary to ischemic cardiomyopathy and no autopsy was performed.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.